Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was between 104 and 123 mg/dl, and the meter bg reading was between 44 and 45 mg/dl. Reportedly, a second cgm bg reading was 136 mg/dl, and the meter bg reading was 78 mg/dl. Additionally, a lowered blood glucose of between 44 and 45 mg/dl was addressed by suspending insulin delivery via the pump as well as consuming carbohydrates and glucose tablets. No additional patient or event information was available. A root cause could not be determined. Tandem technical support instructed the customer to enter calibration bg values to address the issue.